Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Detail of product: item number 6577111120. Item name taper femoral stem. Lot # unknown. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00109.

Manufacturer narrative:
Concomitant medical products and therapy date: detail of product: item # 0100214160, item name durom us acet cmpnt 60/54 t, lot # 2357464. Item # 0100181540, item name metasul ldh, head, 54, code t, taper 18/20, lot # 2357625. Item # 0100185146, item name metasul ldh, head adapter, m, 0, taper 12/14- 18/20, lot # 2383625. The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Therefore, zimmer (B)(4) considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient underwent revision surgery due to pain, loosening, elevated metal ions and corrosion.